Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and spinal stenosis. The pump contained bupivacaine [5 mg/ml] at a dose of 3.2 mg/day and an unknown brand of morphine [25 mg/ml] at a dose of 16 mg/day. It was reported an active motor stall seen at initial interrogation. The patient had not recently had an MRI. The onset of the event was reported to have occurred on (B)(6) 2017 . A stopped pump period may exceed tube set message occurred on (B)(6) 2017. The hcp programmed the pump to minimum rate mode. The hcp stated that he would give the patient oral medications. Reported symptoms included weakness. The change in therapy/symptoms was considered sudden. No further patient complications were reported.